Manufacturer narrative:
The device was not available for evaluation. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case, a cannulated tap broke at the tip which remains in the patient post operatively.